Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(4) was initially reported by a consumer on to our local affiliate (B)(4). Initial, and follow-up info provided by the pt's sister and a physician, received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) male pt who received a treatment of a poly-l-lactic acid (sculptra) on (B)(6) 2009 for wrinkles. The sites of injection were "under the eye lids, the upper cheeks, and the frown lines." Relevant medical history was reported as hair loss and concomitant medication was reported as finasteride (proscar). On (B)(6) 2009, the pt reported that his face became swollen on both sides, with bumps. He mentioned that he had been massaging the areas as instructed by his physician. The pt's sister informed that her brother went to the emergency room on (B)(6) 2009 for the swelling and was given antihistamines (nos) and sent home on antibiotic therapy, diphenhydramine and cetirizine. She described his appearance as "swelling of the face and below the midline of the eye and downward" and described his left eye as having a "water bag underneath" it. The pt's sister indicated it appeared to be an "allergic reaction." The pt's physician requested that prednisone be started when he went to the emergency room on (B)(6) 2009, and he indicated that the day after he started it, his "face returned to normal." The physician reported he feels this reaction may be due to a "hypertrophy due to collagen production." The physician confirmed that this was a severe allergic reaction which started as a tingling. He mentioned that ibuprofen, diphenhydramine, cetirizine and antibiotic administration were all unsuccessful. On (B)(6) 2009, the pt was on his 7th day of prednisone and the swelling has significantly decreased. The physician plans on decreasing the steroid dose in a few weeks for eventual withdrawal. (B)(4). No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.

Manufacturer narrative:
Initial report: this non-serious case from (B)(4) involves a (B)(6) male who received poly-l-lactic acid (sculptra) on (B)(6) 2009 for wrinkles. The sites of injection were "under the eye lids, the upper cheeks, and the frown lines." On (B)(6) 2009, the pt reported that his face became swollen on both sides, with bumps. He had been massaging the areas as instructed by his physician. The pt went to the emergency room on (B)(6) 2009 for the swelling and was given antihistamines and sent home on antibiotics, diphenhydramine and cetirizine. His appearance was described as "swelling of the face and below the midline of the eye and downward" and his left eye as having a "water bag underneath" it. The pt was started on prednisone when he went to the emergency room on (B)(6) 2009, and he indicated that the day after he started it, his "face returned to normal." The physician states he feels this reaction may be due to a "hypertrophy due to collagen production." The physician confirmed that this was a severe allergic reaction which started as a tingling. He mentioned that ibuprofen, diphenhydramine, cetirizine and antibiotic administration were all unsuccessful. On (B)(6) 2009, the swelling had significantly decreased. The physician plans on decreasing steroid dose in a few weeks for eventual withdrawal. (B)(4). Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation shows that this kind of event isn't batch related. No faults detectable. Reporter's causality: not provided.